Event description:
It was further reported surgery was delayed under 2 minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: surgeon name, occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Part 314.119; synthes lot 4703776; release to warehouse date: may 03, 2004; manufactured by synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Investigation site: (B)(4). Selected flow(s): device interaction/functional; damaged: visual / examples: deformed/bent/worn. Visual inspection: the coupling part of the received screwdriver is strongly worn, there are heavy stress marks at the shaft visible and the edges of the flat surface are rounded and compressed with a slight deformation. The t25 stardrive is in general good condition but has also a clearly visible discoloration from often use. Functional test: a functional test was made with an t-handle which was available in the cq department. The screwdriver can be easily inserted into the coupling; also, removal is no problem. The complained malfunction cannot be replicated. Summary: the complained malfunction cannot be replicated with the available t-handle. Nevertheless, the complaint is deemed confirmed as the totally worn condition of the coupling piece could cause problems depending on the condition of the used counter piece. The screwdriver was manufactured in the year 2004 and was obviously often and intensely used. Based on that, a manufacturing related issue can be excluded. Finally, it can be concluded that this screwdriver is in an end of life condition as specified in the important information leaflet in the limits of reprocessing section. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the ao fitting of the screwdriver shafts will not fit into the coupling. This report is for a stardrive screwdriver shaft. This is report 2 of 2 for (B)(4).